Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: posterior lumbar interbody fusion and posterolateral lumbar fusion , and an anterior lumbar interbody fusion, levels implanted: l5-s1, l4-l5 it was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis degenerative disc disease and foraminal stenosis with left l5 and left s1 radiculopathy. For which, patient underwent following procedures: pedicle screw fusion utilizing the frameless stealth navigational system for preoperative planning and intraoperative insertion of the pedicle screws, l5-s1. Posterior lateral arthrodesis, l5-s1. Preparation of disc space, l5-s1, for posterior lumbar interbody fusion. Placement of spacer, l5-s1, (8 x 26 mm). Left l5 and left s1 extensive foraminotomies and resection of scar tissue and removal of osteophytic spurring. Per op notes" ...the 8 mm spacer of 26 mm in length was packed with bone morphogenic protein. Surgeon then proceeded to decorticate the region around the pedicle screws and the transverse processes and graft putty and bone morphogenic protein and locally harvested bone run through the bone mill, was placed out posterolaterally as well as 15 cc of cancellous bone chips..." Patient tolerated the procedure well with no complications reported. (B)(6) 2009: patient presented with following pre-op diagnosis: left s1 and l5 radiculopathy. For which, patient underwent following procedures: left l5 and left s1 lateral recess decompression and extensive foraminotomies. Microdissection. Removal of spacer l5-s1. Exploration of fusion. Per op notes"...while inspecting the cage and effusion. There appeared to be some good posterolateral bony growth on the left side present. However, the cage itself was extremely loose..." Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.